Event description:
On (B)(6) 2009, while visiting my son I was bumped up in the air by his dog. When I landed on the concrete driveway my hip came out of the joint and fractured at the top of the femur. The surgeon was too booked up so couldn't operate until (B)(6). When I awoke from surgery he said "I put in the cadillac." Four years later I began to have severe pain and burning in my hip. A blood test showed elevated levels of chromium and cobalt. A revision surgery was done on (B)(6) 2013. He had put in a metal on metal hip. Description attached. My questions are: knowing a metal on metal hip can create poisoning (remember the lead that was in paint and killed babies who chewed on their cribs), why wasn't this tested before being placed in humans? Why hasn't the FDA outlawed the use of metal on metal? If more than 12% of us have this horrible, painful outcome did the wright medical tech co know this % beforehand and choose to just let some of us suffer so they could continue to make money? I still have pain and burning in my hip 8 months after my revision surgery. The revision surgeon said the area was greatly damaged, black/brown in color. He had to remove muscle, tissue and the whole destroyed bursa. I will enclose a copy of his report.